Event description:
Reporter indicated a patient was experiencing increased seizures greater than pre-vns baseline levels. The reporter believes that vns is related to the seizure increase and a generator replacement is planned. Diagnostics tests are within normal limits and the generator is not at end of service. A surgery consult is pending.